Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01930 and 0001822565-2021-01931. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and has fractured on the lateral corner of the post feature. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured instrument was received via the worn instrument return program. Attempts to obtain additional information have been made; however, no more is available.